Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the information was discussed with the surgeon and they decided not to make any changes since the patient was getting good therapy. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the impedances were unknown. There were no actions taken, contacts 1 & 2 were not in use and no further action was needed. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the caller stated on the right side impedances were fine when checking with the cp, but when they checked the left side they saw case values under 1500 ohms. Bipolar 1400-2800. 1&2 ¿ low. The caller ran impedance checks with the 8840 and saw 1&2 were at 35 ohms. The patient was getting good therapy, and programmed on 1&2. There were no further complications reported.